Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire detachment occurred. The mildly calcified right coronary artery (rca) was being treated. The luge 182 cm guide wire passed through the lesion with great difficulty. The guide wire was removed from the patient and the technician placed the wire in a rolled up position on the table. The physician retrieved the guide wire and while the wire was being unraveled the wire broke on the proximal end. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: one device was received with its original pouch, outside the hoop. Device received in two separated segments. Visual inspection was performed and the device presents a fracture located approximately at 108.2 cm from the distal end and a kink located approximately at 35cm from the proximal end. More over the fracture side hypotube presents a 'fissure'. Measurements were taken with a ruler and digital micrometer and all outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Therefore the most probable root cause is handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. The mildly calcified right coronary artery (rca) was being treated. The luge 182 cm guide wire passed through the lesion with great difficulty. The guide wire was removed from the patient and the technician placed the wire in a rolled up position on the table. The physician retrieved the guide wire and while the wire was being unraveled the wire broke on the proximal end. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is fine.